Event description:
The customer stated there was a liquid leak about 10ml at a time coming from underneath the beckman coulter lh780 hematology instrument. Initially, the leak appeared blue, but then looked like waste. The customer could not locate the source of the leak and so the field service engineer (fse) was dispatched. Per the (fse), the backwash cup was not draining because a tube popped off the fitting behind the backwash cup in the probe-wipe module. The fse trimmed the end and reseated the tube, ran start up and a few samples. Latron, 5c and retic control passed. The root cause of the leak is attributed to a tube popping off the fitting behind the backwash cup in the probe-wipe module, which prevented the backwash cup from draining. No death or serious injury was connected to this event. On a recur, the operator may be exposed to biohazardous material.

Manufacturer narrative:
(B)(4).